Event description:
A customer contacted baxter technical service center regarding a system error code 2240 that occurred on the home choice (hc) during drain 1/4. The technical service representative (tsr) explained the alarm. The pt stated the catheter came loose from the pt line. A follow up call to the nurse was made and the nurse stated there were no pt injuries associated with the event. The nurse confirmed the transfer set was replaced but did not know if the problem was with the transfer set or with the catheter. The pt was given antibiotics for contamination.

Manufacturer narrative:
The sample was discarded.